Event description:
It was reported that balloon rupture occurred. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.